Manufacturer narrative:
Extension model 3708220, serial# (B)(4), implanted: 2008-(B)(6), explanted: unknown, programmer model 37742, serial# (B)(4), accessory model 37752, serial# (B)(4), accessory model 355029, lot# n110637, implanted: 2008-(B)(6), explanted: unknown, lead model 3487a-56, lot# v014430, implanted: 2008-(B)(6), explanted: unknown, lead model 3777-75, serial# (B)(4), implanted: 2008-(B)(6), explanted: unknown.

Event description:
It was reported that the patient experienced an overstimulation sensation while attending a concert. The patient suspected electroma gnetic interference was present in the suite she was in, as when she went into the hall the overstimulation decreased. The patient went to the bathroom to adjust the settings and the patient programmer got wet. The patient was able to turn the implantable neurostimulator off when she got home, but afterwards was unable to use the programmer and the screen was blank. Additional information has been requested, but was not available as of the date of this report.